Event description:
Customer reported that the insulin pump is alarming. The blood glucose reading is 134 mg/dl. Customer states that the insulin pump experienced an unexpected restart.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge